Event description:
It was reported that the pwd had an adhesive issue and a kinked cannula with the cleo 90 infusion set. According to the caregiver, the pwd woke up to find that the infusion site was no longer attached to their body. Upon inspecting the cannula, the caregiver observed that it was kinked. As a result of the site detaching and the kinked cannula, the pwd¿s glucose level rose to 336 mg per dl at the time of the event. The caregiver noted that the loop algorithm did not recommend a bolus, so they allowed the algorithm to manage the elevated glucose. The pwd¿s glucose levels decreased after the infusion set was replaced.. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.